Manufacturer narrative:
The subject device was returned to omsc. It was confirmed that the grasping surface was severely worn and metal part was exposed. The manufacturing history of the subject device was reviewed, with no irregularities that related to this phenomenon noted. As the result of this evaluation, it is concluded that the grasping surface was severely worn and metal part was exposed since the user continued activating output while the grasping section was closed without grasping any tissues. The instruction manual of the subject device mentions as below. Do not activate output when nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section and the probe or cause them to detach. This report is being submitted as a medical device report in an abundance of caution.

Event description:
When the subject device was used during laparoscopic cholecystectomy, the grasping surface was damaged. The procedure was completed with a spare device. There was no patient injury reported. After olympus medical systems corp. (Omsc) received the subject device for evaluation, it was confirmed on august 18, 2015 that the grasping surface was severely worn and the metal part was exposed.